Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Box e: updated information reporting institution name from : (B)(6) hospital. Box e: updated information address line 1 from : (B)(6).

Event description:
It was reported the ECG waveform did not display properly after connecting the cable, which delayed treatment. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use on patient at time of event, there was no adverse event reported.

Event description:
This report is based on information provided by philips quality and regulatory personnel via national medical products administration (nmpa) and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mp20 indicating the ECG waveform did not display properly after connecting the cable, which delayed treatment. Good faith efforts were performed and revealed there was no harm to patient. The device was in use on patient at time of event.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse troubleshot the device by trying to reconnect the ECG leads, but the waveform still cannot be displayed normally. The kind of senor being used and special technologies involved within the incident could not be provided by the customer. The customer could did not mention there was actual harm to the patient or the length of the delay in treatment. However, the customer confirmed the delay did not impact the patient outcome. It was noted the patient made a recovery. After the mp20 was replaced, the unit returned to working specification. No further investigation or action is warranted at this time.